Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device memory indicated rv (right ventricular) oversensing. The criteria for the right ventricular lead integrity alert were met, and lead failure predictor triggered on (B)(6) 2016 for v-sensing integrity counter (sic) and non-sustained tachycardia. Analysis also indicated pacing capture threshold in the rv (right ventricle) was elevated; the right ventricular capture threshold was steady at approximately .88 volts through (B)(6) 2015 and rose steadily to 1.875 volts by (B)(6) 2016. There was a r-wave amplitude measurement issue. The r-wave amplitude is generally greater than 10mv through (B)(6) 2015, then steadily decreases to 1.375mv by (B)(6) 2016. Oversensing due to non-physiologic signals/sic (sensing integrity counter) was also noted. There were 4 nst episodes with v-v intervals <220 milliseconds on (B)(6) 2016 since the last session 60 days ago. T-wave oversensing (twos) was identified in episodes 18-21, possibly due to the small r wave amplitude. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. A lead integrity alert (lia) triggered due to episodes of t-wave oversensing (twos) and high sensing integrity counter (sic) with some double counting. Trends showed diminished r-waves and increased capture threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.